Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's l5 drg lead had migrated and patient lost effective therapy as a result. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent a scs trial on (B)(6) 2025, and another surgical intervention on (B)(6) 2025, wherein a new scs permanent system was implanted. Further surgical intervention may be taken at a later date to address issue with the drg system.

Manufacturer narrative:
It was reported to abbott x-ray confirmed a patient¿s l5 lead had migrated. The patient was consulting with their care provider to determine if they wanted to move forward with the revision or an scs trial. The patient did undergo a successful scs trial. Therapy was not turned on and restored until their postop appointment the drg system remained implanted and will be removed at a later date. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026 wherein the system was explanted to address the issue.